Manufacturer narrative:
The returned guidewire has been evaluated and confirmed the tip was present and within specification. The device history records for the reported product lot number have been reviewed and no quality issues were noted. The product met the acceptance criteria prior to release. Based on the investigation, the device did not malfunction.

Event description:
It was reported the distal marker could not be seen under angio during case. No complications were reported to have occurred with the pt as a result of this event.